Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed a hole near one of the connectors of the dryline. Conclusion: we were unable to conclusively determine what may have caused the reported event, however based on our observations the dryline appears to have been punctured by a needle or similar object. The hospital correctly performed a leak test before patient use as per our user instructions. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. In addition, all drylines are leak tested before they are added to circuit kits. The subject dryline would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the dryline of a rt380 adult dual heated evaqua2 breathing circuit had a pin hole. The reported event was discovered during the initial leak test before patient use.